Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer found that the nozzle of the rinse station was dripping. He removed the nozzle, cleaned it inside and out, and replaced the suction hose. He also checked other suction hoses for leaks, filling levels, and adjustments. He performed test checks and the instrument was performing within specifications. The investigation determined that the root cause was due to the dripping nozzle of the rinse station. The service actions (removing and cleaning the nozzle, and replacing the suction hose) resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium assay on a cobas 8000 c702 module. Initial result: 1.5 mmol/l. Repeat result: 2.3 mmol/l. No questionable result was reported outside the laboratory.